Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room with their implantable loop recorder partially sticking out of the pocket. The pocket was noted to be open and red. The device was removed. The patient was stable after the procedure.